Manufacturer narrative:
Details of complaint: the customer reported that they were unable to view patient vitals after patient transfer. According to the customer, after transferring a patient from the 5th floor to the 4th floor on the same cns, the patient name comes up, but rhythm comes up for a few seconds and then it disappears. The cursor is greyed out and they can't discharge the patient. Monitoring at cns was down from 1900-2028. There was no patient injury reported. Investigation summary: the root cause is use error. The customer performed a patient transfer incorrectly as they did not have a second gz to perform the patient transfer. Nk tech support assisted the customer in correcting their incorrect workflow and the issue was resolved. As the customer was provided education on how to properly perform a patient transfer, further action is not warranted. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that they were unable to view patient vitals at the central nurse's station (cns) after the patient was transferred from the 5th to the 4th floor.

Manufacturer narrative:
The customer reported that they were unable to view patient vitals after patient transfer. According to the customer, after transferring a patient from the 5th floor to the 4th floor on the same cns, the patient name comes up, but rhythm comes up for a few seconds and then it disappears. The cursor is greyed out and they can't discharge the patient. Monitoring at cns was down from 1900-2028. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they were unable to view patient vitals at the central nurse's station (cns) after the patient was transferred from the 5th to the 4th floor.